Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the patient had a cerebellar infarction. There were no problems immediately after transcatheter aortic valve replacement (tavr), but a cerebral infarction was observed in the area of the left middle cerebral artery by magnetic resonance (mr) the following day. No abnormalities were observed in echocardiogram or carotid echocardiogram after onset, hence the patient was considered to have an aortic plaque embolism and continued with clopidogrel treatment. One day after tavr, the patient also had a complete atrio-ventricular block (cavb). Atrio-ventricular (av) transmission became unstable, and the patient had a permanent pacemaker implanted the following day. There were no problems with the wound after pacemaker surgery. The patient received conservative treatment and rehabilitation for the cerebral infarction and was transferred to the facility after approximately one month post-tavr. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the stroke was not related to the valve or delivery catheter system (dcs).